Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 22:05:52. During night drain cycle 4, the patient's ultrafiltration reading was 1323ml, indicating the home patient (hp) drained 1323ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. During an event log review, an increased intra-peritoneal volume (iipv) event was identified. However, the cause of the iipv could not be determined. Should additional relevant information become available, a supplemental report will be submitted.